Event description:
The customer contacted beckman coulter to report that they obtained discrepant troponin (accutni) and creatine kinase-mb (ck-mb) patient results on their access 2 immunoassay system. This report is covering results for patient 1generated on (B)(6) 2013. Per customer, a patient sample was tested for accutni and an initial result was 0.10 ng/ml. The patient sample was retested on the same instrument and lower results were obtained. A second sample collected from the patient gave results within the normal reference range. The customer indicated the first result of 0.10 ng/ml was reported outside of the laboratory and the customer does not know if patient care was affected due to the erroneous result. MDR 2122870-2013-00336 is being submitted for patient 2 and patient 3.

Manufacturer narrative:
Samples are collected in bd lithium heparin tubes, and are centrifuged in a stat spin for 5 minutes at an unknown speed. An aliquot of the sample is placed in an insert cup, and the insert cup is placed in the primary tube and then the sample is re-spun for 5 minutes. Customer reported that quality control (qc) was passing. System checks performed on (B)(4) 2013 passed within specifications. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered the wash arm lead screw was slipping and replaced it. The fse performed a number of hardware repairs including replacing multiple hardware components. After the repairs completion, the fse performed a system check and noted fliers on the washed portion. The fse replaced additional hardware components and then performed a high sensitivity system check which had fliers. The fse replaced the pipettor tip and adjusted the wash arm brackets, and repeated the high sensitivity system check obtaining acceptable results. The fse ran quality control (qc) and results were within the customer's established limits. Service activity performed was verified to meet the specified requirements per established procedures. The cause of the erratic accutni and ck-mb results was due to a malfunctioning wash arm. T